Event description:
After having essure on (B)(6) 2015, I have been having severe pain in abdominal / pelvic area and irregular periods too. This was happened only after essure was implanted, not before.